Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l3-l5 fusion using rhbmp-2/acs. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2005: patient was pre-operatively diagnosed with severe stenosis at l3-l4 and l4-l5. Patient underwent l3-l5 posterolateral spinal fusion. L3-l5 posterior instrumentation 5.5 titanium. Right iliac crest graft supplemented with rhbmp-2 and local bone graft. Emg stimulation. As per op-notes, "once the simpulsing was done bone graft both from the graft site and also from the local bone was placed in the lateral gutters on either side of the bmp roll that was placed from l3 to l5. Next a small piece of bmp sponge was placed in the facet joints at l3-4 and l4-l5 followed by impaction of cancellous bone. Patient was in good condition with no complications."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.